Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance measurements on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).